Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the syringe of the medfusion® syringe infusion pump was empty prior to the set infusion time. Additionally, a review of the device history found a check clutch/plunger lever error had occurred. According to the reporter, the device was tested by the hospitals internal biomed department and was placed back into service after passing internal testing. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned for investigation; however, a copy of the device event history log was provided for review. Examination of the supplied log found that a check clutch error had occurred. Additionally, it was observed that the check clutch error was a result of the improper release of the clutch during an infusion. Investigation determined that the root cause of the reported issue was due to the use of the device in a manner inconsistent with the device instructions for use.